Event description:
It was reported to medtronic minimed that the customer experienced a button error. The customer reported no adverse event. The event involved product(s) mmt-712ews. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-712ews was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with intermittent all buttons due to flattened (creased) buttons dome switch. However, unit passed self test and displacement test. Pump history download using thds was successful. However, there is no data available on event date complaint, unable to perform data analysis for button error alarm, unresponsive button complaint. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail noted during visual inspection. No unlocked j2/lcd keypad connector noted. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, stained address/serial number label, stained end cap sticker. In conclusion, no button error alarm during testing. Unit had intermittent all buttons due to flattened (creased) buttons dome switch was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.